Event description:
At 3:37 p.m., the customer received a blood glucose reading of 600 mg/dl on a contour next link meter. At 3:38 p.m., the customer performed repeat testing on a different meter and obtained a reading of 247 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New strips, meter and controls solution were sent to the customer.